Manufacturer narrative:
(B)(4). The reported device was not returned for evaluation, however a receiver (sn (B)(4); mfg date: 8/6/2013) was returned for evaluation and there was no problem found.

Event description:
Consumer contacted dexcom to report an intermittent out of range signal.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 a transmitter experienced out of range signals.